Event description:
It was reported that the customer had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Caller stated that the infusion set cannula was bent and the insulin pump did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly.